Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician placed the first taxus express2 2.5x16mm drug eluting stent in the diagonal artery and was attempting to place a second taxus express2 2.5x16mm drug eluting stent distal to the first but the second stent got hung up and dislodged from the stent delivery system. The dislodged stent was successfully retrieved with a snare. No patient complications occurred. Patient status is satisfactory.